Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Customers blood glucose (bg) was "low": however, a specific value was not provided. The customer required assistance with consuming carbohydrates to address bg. During troubleshooting with tandem customer technical support it was discovered the transmitter and pump were not worn within range. Cts educated customer on the tandem user guide.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states: "keep the transmitter and the pump within 20 feet of each other without obstruction.¿